Manufacturer narrative:
The complainant was unable to provide the lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) clip failed to release from catheter. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during a esophagogastroduodenoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however the clip would not release from the catheter to deploy. The resolution clip device was pulled out of the patient's body. The procedure was completed with injectable epinephrine. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.